Event description:
A customer reported that the vitreous cutter would not cut during a procedure. The issue was resolved after replacing the pak and there was not pt impact reported.

Manufacturer narrative:
The customer returned one 23 gauge ultra vit probe for "would not cut." The sample was visually inspected and found to be nonconforming because the return-stroke port has been blocked with cured adhesive. This condition can only occur at the tubing set assembly. Blocked pressure port (return-stroke) caused by the tubing set assembly process. Probes are 100% visually and functionally tested during manufacturing (without the tubing set). A nonconformance would have been detected during assembly and testing and subsequently removed from the lot. An internal investigation has been opened to address this issue. (B)(4).